Event description:
A customer reported that the "hundred unit" of the display is not being displayed. A request was made to return the unit for eval. In the meantime a replacement unit is being provided.